Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that it was suspected to have thrown a clot. No files were shown when the site went to historical mode for log files. No system controller change occurred. There was a noted flow drop, just in pulsatility index (pi). It was believed there was increase in power. Log files were sent for review. The event log captured low speed advisory on (B)(6) 2026 from 16:19 to 16:22. The set speed was 5400 rpm and low speed limit was set at 5600 rpm triggering low speed operation alarms. The flow was averaging from 5 to 5.2 lpm during this period. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mcs equipment was operating as intended electronically and mechanically.